Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The right plunger case and bottom case were cracked, the lcd was not in place, and the two screws pinning down the lcd board were missing. An occlusion test was performed and motor rate error was duplicated; debris was found on the main board component. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: removed debris from main board, screwed lcd back into place; performed occlusion test, power up process and all functional tests passed.

Event description:
It was reported that the pump had a motor rate error, display was falling apart, and screws were missing. No patient injury was reported.